Event description:
Initial info rec'd from a pharmacist on (B)(6) 2012: a currently (B)(6) male pt initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) for (B)(6) in 2009. He rec'd 4 sessions of poly-l-lactic acid, and his last session was on (B)(6) 2011. On (B)(6) 2011, he experienced a pulmonary embolism (pe)/infarct and has not been scheduled yet. No medical history and concomitant medications were reported. No further relevant info provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment (B)(4) 2012: this pt experienced pulmonary embolism (pe) one month after the latest sculptra injection and three yrs since starting the sculptra therapy. The pt's underlying disease (B)(6), provided an alternative explanation for the etiology of pe.